Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer called and reported that they experienced high blood glucose with blood glucose of about 500 mg/dl at the time of the incident. The customer believes the high was caused by user error. The customer used manual injections and the pump to treat. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. It is unknown if the auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. Troubleshooting was not completed as the customer declined. The customer reported a missing retainer ring and a damaged reservoir tube lip. The customer glued it back and it has stayed in place for a week. The insulin pump will be returned for analysis.